Event description:
The customer reported via phone call that the insulin pump was not delivering insulin. The customer attempted to fill the reservoir with insulin, but they were not able to. The blood glucose reading was 114 mg/dl. The reservoir will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.